Event description:
It was reported to philips that the device is having issues with running operational testing.

Event description:
It was reported to philips that the device is having issues with running operational testing.

Event description:
It was reported to philips that the device is having issues with running operational testing. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). Per the customer the device was having issues with running operational testing. Due to the noted issue, no fault could be found by the customer. The customer is unable to replicate the issue. Based on the conclusion of the investigation, it was determined that no fault could be found, unable to replicate the issue by the customer. The customer has decided not to further this investigation with philips at this time. The device remains at the customer site. No further investigation or action is warranted.